Event description:
I had lasik surgery for both my eyes in (B)(6), new zealand. Immediately after surgery I had extreme discomfort in my right eye. My left was tender and what you would expect post surgery. My eyes both now have hoas (higher-order aberrations). I am unable to drive at night and am limited to certain areas of bright lights. But the real problem is the constant pain. I have been told I have dry eye which seems to be constant whatever eye drops or other procedures suggested to relieve symptoms. I also suffer from corneal erosion. I am limited to screen time, can't go outside without sunglasses, can't go outside in windy conditions, the list goes on. I was never informed of the risks in my preliminary surgery appointment. The first I was told about any possible adverse effects was signing a form 5 minutes before surgery and after being given a relaxation drug. I have kept this brief but happy to discuss further.